Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "sys trainer" message on the screen, when the sys trainer was not attached to the unit. The pt was switched to another unit and therapy was continued. No pt injury was reported.